Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reports that a patient had vypro mesh placed during a tram flap procedure in 2005. Approximately six months later, the patient presented with a bulge at the site, where the device was placed. The patient was returned to surgery in 2007, where the surgeon reports that the mesh appeared to have either broken or stretched so much that it had allowed for a bulge to develop. A piece of prolene mesh was placed over the reported bulge.